Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 544 mg/dl. The ketone level was 0.5. The cause of the high bg was not known. The contact saw air bubbles in the tubing and it was changed. During troubleshooting with tandem technical support, more air bubbles were detected. The cartridge and infusion set were changed. Insulin delivery was successfully resumed. A correction bolus and exercise were used to address the high bg level. Upon follow-up, the bg level was trending downward (378 mg/dl) and the contact declined further follow-up.